Event description:
It was reported that the patient had visited the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 350 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported included shortness of breath and fruity-smelling breath. The patient underwent blood and urine tests; it was found that the patient had ketones in their urine. The patient was treated with two bags of fluid and 10u insulin. The pod was removed at the hospital and upon removal from the infusion site (arm), the pod¿s cannula was found bent. The patient left the ER on (B)(6) 2026 after 5.5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0.. Operating system: 26.1. Hardware: iphone16.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.